Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on 05/26/2016 at the customer's site. Evaluation results as follows: a review of the event log showed mid: 01 (post watchdog), the "watchdog" error message occurs when the pump motor is not rotating a pinwheel, the system will display the mid: 01 error. This error was seen on the reported date of the event ((B)(6) 2016), thus confirming the reported complaint. In summary the reported complaint of pinwheel not rotating and the system displaying the mid: 01 error was confirmed during the review of the event log. To remedy the issue the pump motor assembly was replaced. A functional test and electrical safety test were performed. The system passed all final testing and the system operates within manufacturer specifications. The thermogard console is a reusable device and was manufactured on 2015. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related/related to the reported complaint. Customer site visit performed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) displayed a mid: 01 (post watchdog) error message. The post watchdog is used to detect in the motor pump is rotating. It was also observed that the pinwheel on the suk (start-up-kit) was not rotating. Another thermogard xp ivtm system was used to continue patient therapy. No patient sequelae was reported. No additional information was provided.